Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had oversensing of the minute ventilation (mv) sensor. The patient had not been seen in over a year, and there was no report of high impedances or patient symptoms. Additional information was requested, however no further information was obtained. The device remains in-service.

Event description:
Additional information was received that there was an alert on the remote monitoring system for high frequency noise stored as atr on the egm. There was also erratic ra impedances ranging from 600-1400 ohms. The patient was brought into the clinic earlier this year, where the noise and impedance issue were not able to be reproduced with valsalva maneuvers. The field representative was contacted and believed that the issue was the spring contact. The trends were programmed off, and the plan was continue to monitor the patient.

Event description:
Additional information was received that this device had since been explanted. No further details were known. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of noise and oversensing, however design enhancements are being reviewed in regards to minute ventilation sensor oversensing related to high impedance conditions. This device is not part of the recent advisory population.

Event description:
This report is being filed with analysis details.